Event description:
A customer reported difficulty with the pump's quick bolus/wake button, which required multiple presses to activate the screen. There was no reported impact to the customer's blood glucose level. To address the issue, technical support instructed the customer on how to press the button effectively, confirmed it was a warranty issue, arranged for a replacement pump, and provided return instructions for the defective pump. The customer was to use a backup insulin pump to ensure uninterrupted insulin delivery during this time.